Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6)2023, it was reported by an arthrex employee via email that an ar-1927bcf-45 biocomposite-corkscrew was implanted in a patient on (B)(6)2023 during an open reduction and internal fixation of the left humerus and external epicondyle procedure. One week later, the patient experienced redness, swelling, and white and yellow secretion around the wound area. On (B)(6)2023, the patient underwent revision surgery to explant the ar-1927bcf-45 biocomposite-corkscrew and perform debridement.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.